Event description:
The lay user/pt contacted lifescan in late 2008 and alleged that her one touch ultra test strips were too wide. The pt reported that the alleged issue had been occurring for over a year now. The pt was unable/unwilling to answer if she took any actions after the product issue began. She reported that she experienced being weak, shaky and sweaty after the reported issue started. She did receive any medical attn/treatment. This complaint is being reported because the pt claimed that she experienced symptoms suggestive of hypoglycemia after the reported issue began. She did not receive medical intervention. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.